Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump screen was blank and unresponsive, preventing unlocking or viewing information, and the user attempted charging without recovery; blood glucose was 90 mg/dl in the app and blood glucose was not affected, the device was shut down per instructions, and a replacement ilet was shipped with instructions to return the original and to complete standard startup on the replacement. Symptoms included no patient injury and no glycemic excursion. Outcomes included no adverse health impact, no alerts or alarms, and continued cgm use on the dexcom app or receiver. Investigation included remote troubleshooting with video request and logistical review of shipping, return, and data handling. Investigation revealed a device display or user interface visibility malfunction associated with the pump¿s screen component that could not be resolved through charging or unlocking attempts. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem with an undetermined specific root cause pending further analysis.